Event description:
Additional information received reported all of the other concerto coils used were fine. The doctor had noticed through imaging the coil was detached and just being pushed with more friction through. The procedure was stopped and they removed the catheter and coil. The catheter used was a progreat 2.4 (terumo).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that detached prematurely. The patient was being treated for a gi bleed which is an off-label use for the device. Vessel tortuosity was normal. It was reported that the coil was prepared per the instructions for use (IFU). During the procedure, a coil detached prematurely within the catheter so within the catheter. The coil and catheter were removed together. There was no pushwire damage observe. There was no friction or any other difficulty during the delivery. The surgeon did not reposition or attempt to detach the coil at any point. The surgeon did not rotate the pusher. Continuous catheter flush was provided the whole time. The coil was discarded and replaced with other concerto coils and the procedure was completed successfully. There was no harm or injury to the patient.